Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and could not duplicate the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill error and generated a "gas loss" error. It was later clarified that there was no "gas loss" error and the issue was only for an autofill error. There was no patient harm and no adverse event was reported.